Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon came out in pieces, hope doctor got everything out.- vagina [foreign body in reproductive tract]. Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. Tampon string broke off....came out in pieces [device breakage]. When went to remove tampon string broke off....came out in pieces [complication of device removal]. Case narrative: consumer reported via phone that her daughter went to remove tampon and the string broke off. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon came out in pieces, hope doctor got everything out.- vagina [foreign body in reproductive tract] pain - vagina [vulvovaginal pain] pain - tampon [medical device site pain] tampon string broke off....came out in pieces [device breakage] when went to remove tampon string broke off....came out in pieces [complication of device removal] case narrative: consumer reported via phone that her daughter went to remove tampon and the string broke off. No serious injury reported.